Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was exhibiting rv oversensing during deep breaths. After programming changes, myopotential oversensing did not occur. No patient symptoms reported.